Event description:
Per report received from united kingdom, a review of a medical article titled "decoding high post-tavr gradients," a patient presented with congestive heart failure due to a degeneration of a 21mm non-edwards valve implanted 8 years ago. A 20mm sapien 3 ultra valve was successfully implanted as a valve-in-valve. Post-procedural echography showed higher residual gradients (24mmhg vs predicted 16mmhg). Vmax was 2.7 m/s and dvi 0.34. Eoa was 1.15 cm2 comparable to predicted value (1.22 cm2), but both eoai and eli were reduced (0.63cm2/m2 and 0.70 cm2/m2 respectively). Invasive hemodynamic evaluation confirmed the presence of high transvalvular gradient (mean 22mmhg). As per the authors interpretation, the patient had a significant patient-prosthesis mismatch. At least moderate ppm had already been anticipated pre-procedurally due to the small valve size used. Patient had one heart failure hospitalization due to this ppm. No further action was taken due to the patient's frailty and comorbidities as well as the tight valve-to-coronary space which did not allow a valve post-dilation.

Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that patient conditions (moderate ppm was already predicted due to the small valve size required) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.